Event description:
One carto vizigo¿ 8.5f bi-directional guiding sheath - small was received by the biosense webster product analysis lab with no accompanying information, and was processed on 7-feb-2022. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. The device was connected to carto and it was visualized and recognized correctly, no issues were observed. It was performed a microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001783 number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. Due to the conditions of the hemostatic valve, an internal action was opened. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).